Event description:
It was reported that the accunet filter was removed, the pt showed stroke like symptoms. Emboli in the artery was noted and two clot retrieval devices were used to successfully remove the clot. Afterwards. The pt was responsive (talking and moving their right hand). There was no issue with either the acculink or the accunet. Follow-up on the pt determined that the pt had suffered a stroke.